Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump was tested with no missing segments or partial display or black display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.